Event description:
It was reported that the patient experienced spasms; the hcp believed the spasms were related to possible baclofen withdrawal. The patient's dose was indicated as being "40,000 mcg / 20 ml vial." The pump was interrogated. The pump was refilled by the same physician who interrogated the pump. The patient was further noted as being deceased. The cause of death was not reported.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2010 explanted: unk (B)(4).